Event description:
Underdelivery reported. The pump was set to deliver normal saline on line a at 10cc/hr an unspecified dosage of heparin on line b at 9cc/hr, tridil 100mg in 250cc on line c at 30cc/hr, and an unspecified dosage of dopamine on line d at 9.3cc/hr. When the pump was checked at some later unspecified time, line c was running at 11.6 or 11.8cc/hr. No pt harm or chest pain reported. No pump alarms reported.